Manufacturer narrative:
H10: through follow-up communication with livanova field service engineer, it was learned that the user had not properly inserted the o2 hose into the hospital wall connection. The involved gas blender is currently in use at customer's facility without any errors or deviations. The issue was solely caused by user error. Events solely caused by user error, with no other performance issue, that did not cause any death or serious injury are not reportable (refer to medical device reporting for manufacturers - guidance for industry and food and drug administration staff, in section §2.6). The event has been re-assessed as not reportable.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in germany. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that gas blender had no oxygen flow and displayed an error alarm during priming. There was no patient involvement.